Manufacturer narrative:
Our field service engineer investigated the ventilator on site. According to the inspection, the nozzle units in the air and o2 gas modules were found to be defective and that the issue was resolved by replacing both nozzles. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced nozzle units were the cause of the failure. However, the root cause of why the parts failed has not been established as the parts were not returned for investigation.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).